Event description:
It was reported that during an in-clinic follow-up, high pacing impedance, high capture threshold and r wave amplitude variation were noted on the right ventricular (rv) lead. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.